Event description:
A nurse manager reported a case of tass following a cataract with intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
The customer indicated that full sterilization is performed between cases and terminal sterilization is performed at the end of the day. The customer reported using an enzyme cleanser for the handpieces (hps) and the basins are emptied after each use. The surgeon uses a third party hp and an alcon phaco hp. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The handpiece directions for use (dfu) and ascrs/asorn special report article "recommended practices for cleaning and sterilizing intraocular surgical instruments, (2007) american society of cataract and refractive surgery" were recommended to the customer. The root cause of the customer reported event cannot be determined conclusively. (B)(4).